Event description:
Near end of procedure, rt hemi-arthroplasty with am prothesis pt. Had episode of hypotension, followed by cardiac arrest. Cardiopulmonary resuscitation begun and continued approx 1/2 hour with no cardiac or respiratory effort. Shortly after the use of cement the patient dropped her blood pressure and became unresponsive.